Event description:
Dealer called stating that the legs on the 96-2 shower chair allegedly bent out from underneath the consumer. RMA (B)(4) has been issued for the return of the product to invacare for an inspection / evaluation. No injury alleged.